Event description:
The user reported that the catheter split right after it was placed in the pt. The catheter tip was cut off and repaired. No harm or injury was reported. The user was unsure of the actual catalog number for the suspect device. The catalog number and implantation date provided in this report are estimates. The user did not provide a lot number.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the investigation has been completed.